Event description:
It was reported the distal segment of the catheter migrated/dislodged. It was noted the cause of the issue was the catheter was in the epidural space. It was further noted that a dye study was done. It was noted the patient had less than 50% therapy relief. It was further noted a catheter revision was planned. The drug in the pump was unknown. Additional information received reported the patient¿s healthcare professional (hcp) removed the spinal segment of the catheter and replaced using a catheter revision kit. The reporter stated the hcp lowered the patient¿s dose and the patient was having pain. It was noted the patient had an appointment with their hcp next wednesday for a dose increase.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).